Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the log file analysis, a "device failure (14)" and derived "speaker faulty" alarm event could be verified for the reported date and time of event. Both alarms were caused by a temporary impaired internal hdbaset communication between the display unit (ecd) and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba sycon ecd or a faulty system cable. The system cable and pba sycon ecd were already replaced by the dräger service. The device was tested and confirmed to be operating as per manufacturer´s specification. In case of an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device went black, and a ¿device failure 14¿ was displayed. There were no health consequences for the patient reported.